Event description:
It was reported that pocket erosion occurred, resulting in infection. The patient's implantable cardioverter defibrillator (ICD), envelope and associated leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date, expiration date and PMA number cannot be determined. Concomitant products: 694958 lead; implant date: (B)(6) 2007. A dtbb1d1 ICD; implant date: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.